Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info had been requested but not received to date. (B)(4).

Event description:
A center director reported that a pt was noted to have ingrowth and stage 1 diffuse lamellar keratitis (dlk) one day post lasik. The previously prescribed steroid eye drops were increased. Add'l info provided states that the pt's symptoms have cleared and the pt is stable.